Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead was replaced with a new lead for an unspecified reason on (B)(6) 2019.

Event description:
It was reported that the patient's right ventricular lead became dislodged and wrapped around their device sometime around 2012. The patient's right ventricular lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable before, during, and after the event.